Manufacturer narrative:
(B)(4). Results: dissection, occlusion. Anatomy related; disease and procedure related. Lack of information (cause is unknown). Conclusion: anatomy related; disease and procedure related. Lack of information (cause is unknown).

Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. The physician performed a left carotid-left subclavian bypass and landed the graft distal to left carotid. The access was tight as the patient had a penetrating ulcer with a 6cm taa in the descending thoracic aorta. It was reported that after deployment of the stent graft the patient presented a dissection on the ascending arch. The cause of the dissection is unknown. The patient was not eligible for open repair. The procedure was completed and the patient will remain under observation. No additional clinical sequelae were reported.